Event description:
Patient is pacer dependent and presented with end of life battery pack. The rep from st. Jude states the battery was going into "backup mode" and the device needs to be analyzed. The generator was replaced and the patient was stable upon discharge.